Event description:
The complainant alleged that while monitoring a pt, age and gender unknown, the device displayed only dashed lines while in use in semi-automatic mode and displayed a "cable fault" message when switched to manual mode. The complainant was able to switch cables and continue to monitor the pt. There was no indicated of any adverse effects to the pt as a result of this reported malfunction. The complainant indicated they will not be returning the device or cable for eval.